Event description:
The customer stated, that she tested her blood glucose using her breeze2 meter and easy track meter. The breeze meter read 116 mg/dl, while the other meter read 262 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the system showed it to be operating as designed. No product will be returned for eval.